Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the spike arm broke during use. It was reported that no fractured pieces were retrieved or retained by the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned spike arm identified that the long spike had fractured off and was not returned. Scuff marks and other indications of repeated use were noted on the instrument. Hardness was measured and found to be conforming to print specifications. Review of the device history records and receiving inspection reports for this lot identified no deviations or anomalies. This lot was manufactured in december 2006, with an approximate field age of 9 years 10 months, and has been used in an unknown number of surgeries. Per the instrument/provisional use and care package insert, instructs that instruments should be carefully inspected prior to use and should not be used if damage or wear is noted that may compromise the function of the instrument. It appears that this instrument fracture was due to wear and tear from use.